Event description:
Procedure: laparoscopic cholecystectomy. Reportedly, a piece of the rubber valve fell off the device and into the pt's surgical cavity. The surgeon retrieved the piece without difficulty. No pt injury reported.